Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. In this case, the surgeon explanted the mitral valve and replaced it with a smaller size to eliminate any possibility of pressure from the valve strut and ensure that the prosthesis was not contributing to the tension. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 29mm mitral valve was explanted at implant to repair a ventricular defect. A 27mm valve was implanted in replacement. The patient did not tolerate the procedure and expired in the operating room. Per received records, this (B)(6) year old female presented with severe mitral annular calcification. After a thorough decalcification, there was no ventricular fat noted and a bovine pericardial patch was used to reconstruct the annulus to what appeared to be a good tissue. A 29mm mitral valve was implanted. Off bypass, there appeared to be the development of a new red blood emanating from the posterior aspect of the heart. The bleeding did appear to be progressing and the wound was packed. Then acutely, the patient developed rapid bleeding essentially filling the mediastinum. At this time, a potentially catastrophic source of bleeding was presumed in the area of the av groove or ventricle. The patient was re-heparinized and a cardiopulmonary bypass was reinstituted. Given the presumption of either annular disruption or ventricular source of bleeding, the patient was rearrested. The 29mm valve was excised to further identify the source. The patch was largely intact save for a l.5 to 2 cm area within the ventricle. This was the presumed site of the ventricular source of bleeding. This was likely a ventricular perforation as opposed to an av dissociation. The area was reinforced using an additional piece of pericardium. To eliminate any possibility of pressure from a mitral valve strut, a 27mm valve was selected. The patient was weaned again from bypass and again initially there was minimal bleeding, but after .several minutes red blood was emanating from the posterior ventricle quite briskly. The patient would not tolerate a third bypass run and a decision was made to drain the mediastinum as good as possible. This ultimately proved to be a lethal problem for the patient. She did expire in the operating room.